Event description:
It was reported that the customer experienced high blood glucose levels. Troubleshooting was performed, and the insulin pump did not pass the prime test. It was stated that the customer wasn't sure if the insulin pump was delivering insulin properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-84661.